Event description:
The surgeon had a combination surgery. After the phaco the team switched to core vitrectomy and they had no continuous irrigation. They changed the irrigation and aspiration line, pressed the button at eva but nothing happened.

Manufacturer narrative:
Detailed log files from the time when the event occurred have been provided and analyzed. The investigation revealed that the pressure on the infusion line coming from a bss bottle was lower than it was supposed to be, however, at the same time the constant irrigation function itself was working correctly. This situation might have been a result of a blockage in the tubing between the bss bottle and a cartridge, caused by e.g. A closed infusion clamp or kinked infusion line. It is also possible that a level of buffer in the bottle was not sufficient or the spike was not completely inserted into the bottle, also a vent filter of the drip chamber could have been wet. Based on the results of the performed investigation the alleged faulty constant irrigation function worked correctly and a root cause could not be clearly determined. Dorc will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary.

Manufacturer narrative:
Investigation is started.

Event description:
The surgeon had a combination surgery. After the phaco the team switched to core vitrectomy and they had no continuous irrigation. They changed the irrigation and aspiration line, pressed the button at eva but nothing happened.